Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer was hard to open. A field service engineer replaced drawer slide to resolve issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system had intermittent drawer failure, preventing user from removing the required medication. The customer stated that end user had to tug on drawer to access the medication after the halfway point. There were no adverse events or injuries reported based on this event.